Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the air bubble detector was not working due to physical damage to the sensor. The user reported one side of the sensor housing was broken. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.